Event description:
Clinical study. Same case as 2134265-2009-02494, 2134265-2009-02494. It was reported that following a coronary artery stenting procedure, in-stent restenosis was discovered. The lesion being treated was a 2.50mm, 65.0mm long, 100% stenosed portion of the proximal and mid right coronary artery (prox mid rca). The physician treated the lesion was pre-dilation using three balloons 3.00x15 at maximum 22.0 atms. The physician then successfully placed three taxus express2 stents (2.5x24mm at maximum 12.0 atms, 3.0x32mm at maximum 16.0 atms, and 3.5x20mm at maximum 16.0 atms). Post-dilatation was performed by the pre-dilatation balloon (3.0x15mm) at maximum 22.0 atms. Post-ivus was performed. These stents were well positioned and well expanded. There were no gaps. The procedure was completed without any problems. (0% stenosis). The patient was discharged the 6 days later on plavix and aspirin. At 344 days after the index procedure in-stent restenosis was reported. Pre-treatment evaluation revealed a 3.0x15mm, 90% stenosed lesion in the proximal rca. Percutaneous coronary intervention (pci) was performed. The physician used an unknown balloon catheter for the pci with resolution of the restenosis. Following treatment residual stenosis was 25%. The patient was discharged 2 days later.

Manufacturer narrative:
A review of the manufacturing documentation for this batch found that the devices met their material, assembly and product specifications at the time of release to distribution. As the unit has not been returned, the complaint investigation site (cis) could not perform a technical analysis. The investigation will be assigned the most probable root cause classification of anticipated procedural complication.